Manufacturer narrative:
(B)(4).

Event description:
Device evaluation was completed by animas on (B)(6) 2016 investigation results were received by dexcom on (B)(6) 2016 the device was visually inspected and found no cosmetic flaw. The transmitter was placed on a walkabout box and paired with a pump. Functional testing confirmed the reported event of a permanent out of range signal. The root cause was determined to be a discharged transmitter battery.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on 11/25/2015 on patient's behalf to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.